Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), because a hernia repair needed to be performed near the site of the pressure regulating balloon (prb). The existing prb was removed, and a new prb was implanted in an area away from the hernia. The patient was reported to be doing well after the procedure. The explanted prb was not returned for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: updated to reflect additional information. D4: lot number recorded. D5: operator of device corrected to reflect lay user/patient. D6: implant date recorded.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), because a hernia repair needed to be performed near the site of the pressure regulating balloon (prb). The existing prb was removed, and a new prb was implanted in an area away from the hernia. The patient was reported to be doing well after the procedure. The explanted prb was not returned for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the prb did not cause or contribute to the hernia. The lot number and the implant date of the prb was also provided.

Manufacturer narrative:
Operator of device corrected to reflect lay user/patient.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus), because a hernia repair needed to be performed near the site of the pressure regulating balloon (prb). The existing prb was removed, and a new prb was implanted in an area away from the hernia. The patient was reported to be doing well after the procedure. The explanted prb was not returned for investigation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the prb did not cause or contribute to the hernia. The lot number and the implant date of the prb was also provided.